Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 52-year-old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage b. The patient received support from the cp for the coronary angioplasty. Upon transfer, hemolysis was reported. The device was explanted while cannulating for ECMO. Hemolysis is a known risk associated with impella cp as described in the instructions for use.